Event description:
It was reported that there was an error resulting in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The unit was rebooted and the issue was resolved. There was no repair performed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4). The unit was rebooted and the issue was resolved. There was no repair performed.